Manufacturer narrative:
The device was returned and the evaluation states that the pcb has a power inlet damaged.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.